Manufacturer narrative:
Age at time of event - 18 years or older. Date of event - the event date is unknown. The first date of the month of the aware date was entered.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified artery. After a non bsc guidewire was passed through, a 4mm x 40mm x 146cm coyote es balloon catheter was advanced for pre-dilatation. However, during second dilatation at 14 atmospheres, the balloon ruptured due to severe calcification. The procedure was completed with a different coyote. No complications were reported.